Manufacturer narrative:
Device evaluated by MFR: the product was not returned for analysis. The service record was reviewed during the course of this investigation. A re-calibration of the angiojet system was performed and all was successful. Functional test was performed and passed electrical safety test was performed and passed. A service history review was performed and nothing was found to indicate a possible service-related cause for the complaint. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as: 2134265-2018-01106. It was reported the system stopped working during aspiration. A 4f angiojet catheter and an angiojet® ultra system console were selected for use. The system completed the initial test and starts to work then stops working during the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 4f catheters didn¿t achieve the expected rotation; no issues were observed with the 6f catheters.